Event description:
The customer alleges back to back results on her meter of 126 mg/dl and 295 mg/dl. No action taken or adverse event reported based upon the suspect results. Return requested and replacement was sent.